Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that her infusion device was beeping and "7" was displayed on the screen. She stated that her power pack had been in use for 4-6 weeks. She was not able to read the lot number or expiration date of the power pack. The patient stated that she was aware of the power pack recall. She sated that she was not sure if she was using a power pack that was affected by the recall or one that had been corrected. She was advised to dispose of all recalled power pack and to only use corrected power packs. The patient was advised to insert a new power pack into the infusion device and the device continued to beep with "77" displayed on the screen. The patient was advised to insert another power pack and she sated that she would have to drive to her office at work to get another one. Upon follow up, the patient's husband stated that the patient's infusion device functioned properly after inserting a new power pack. No physiological effects were reported. The patient did nt require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation. The patient was sent corrected power packs.